Event description:
It was reported that the pt had a lump that appeared about a month ago near her spine. It looked like a "boil or a pimple". At the time, it was reported that pt now noted a smaller lump has appeared below it and pt was having a "sharp pinching feeling in my lower left side". The pt thought "a wire came loose". It was also noted that stimulation did reach above her lumbar than it did previously. There was no known accident or incident related to this event. The pt was seen for eval. Impedances were normal. The physician believed the bumps to be shingles and planned to treat the pt for that. An x-ray was also ordered. No results were reported. No pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).